Event description:
Additional information: it was later reported that the motor stall did not recover and the cause of the stall was not known; rotor failure was noted. Patient experienced more pain. Drug delivered via the pump was morphine sulphate. The pump was replaced; it was stated that "patient was hospitalized only for the revision". Patient outcome was noted as no injury.

Manufacturer narrative:
Catheter: model# 8709sc, lot#n279724006, implanted: (B)(6) 2011, explanted:unknown.

Event description:
It was reported that the patient was seen on (B)(6) for a dye study; the pump was full at the scheduled refill. The dye study was performed and was fine. A rotor study was performed and the rotor did not turn at all. They repeated the rotor study and rotor still didn't move. Hcp had placed it in minimum rate when found it was full after the refill. No reports of severe withdrawals. The motor stall was not noted when the pump was interrogated. Hcp planned to schedule a pump replacement. Additional information has been requested but was not available at the time of this report.